Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons of the insulin were not responding. The customer¿s blood glucose level was 6.8 mmol/l. The customer also reported that they took the battery out and insert a new one and still buttons were not responding. Customer tried to deliver a breakfast bolus and noticed that insulin pump was not responding to any button press. Customer also stated that time was advancing when observed time clock for one minute to verify. Customer was advised that the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.